Event description:
The customer reported that one of the caution symbols on the autopulse nxt platform (sn (B)(6)) is blinking. The platform was unable to perform any compressions. During the call, the customer removed the autopulse nxt li-ion battery and reinserted it after 2-3 minutes with the same result. Another battery was tested with the same result. No device malfunction is suspected for the autopulse nxt li-ion batteries, and they are working as intended in other platforms. Upon follow up, the customer reported this issue occurred during training and not during patient use. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint that one of the caution symbols on the autopulse nxt platform (sn (B)(6)) is blinking and the platform was unable to perform any compressions was confirmed during the archive review but not during functional testing. The customer's reported complaint was not reproduced during the testing. Based on the archive data, the cause for the reported complaint was due to multiple occurrences of fault 1097 (fault_position_sync_error), which indicates a motor encoder issue and causes the alert yellow triangle indicator to flash. This software-related fault can be resolved by performing a power cycle or gently pulling the band to nudge the motor. The archive data indicated fault 1097 (fault_position_sync_error): failed to read encoder position during sync operation, confirming the reported complaint. The ap nxt platform passed the preliminary functional test without faults or errors. The platform was power cycled multiple times. The platform was tested using the mztf (medium zoll test fixture) with one battery until fully discharged, without any faults or errors. The customer reported complaint could not be reproduced. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).